Manufacturer narrative:
Product analysis: deformation was evident to the mid and distal stent wraps with struts raised and misaligned. Deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood or contrast in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx coronary drug eluting stent to treat a severely calcified, severely tortuous lesion with chronic total occlusion of 100% in the ostium of the left circumflex artery (lcx). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and another stent was used to complete the procedure. The patient is alive with no injury.